Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was verified and the batteries were found to be depleted and were replaced to remedy the reported problem. The returned batteries had 4 different date codes, indicating that a brand new set of batteries were not used during the battery installation. The zoll AED plus operator's guide states to "remove all batteries from battery compartment and discard before installing any new batteries. Insert 10 new batteries into battery well. Do not use old batteries. Press button in battery well only after installation of new batteries. This claim has been closed as user error. The device was recertified and returned to the customer. No trend is associated with reports of this type.